Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device reset was verified upon receipt. The reset was due to multiple parity errors. When the device was removed from back-up vvi mode, it functioned normally. The device was tested and no anomalies were detected. The root cause of the parity error could not be determined.

Event description:
It was reported that the device would not fully interrogate and was in back-up mode. No hv therapy was available.